Event description:
No additional information.

Manufacturer narrative:
A mp1000 china product was not available for investigation for the (B)(4); however, the customer confirmed that the complaint sample was from lot 23085470. The feedback provided by the customer states that, "the connector leaks at the interface when connected to the infusion set." Further information from the customer has stated that the leakage was noticed within half an hour of the ordinary liquid medicine infusion when the connector was connected with wego precision infusion set. Additionally, customer has confirmed that sample was sterilized by using alcohol pads. Moreover, customer has confirmed that the components are not in contact with the needle before reusing and there was no visible damage on the product. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23085470 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mp1000 china in the past 12 months.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The connector leaks at the interface when connected to the infusion set. A claim is required, a complaint response letter is required, and a complaint acceptance letter is required. One defective product can be returned.